Event description:
A 3.5mm diameter x 30mm length ave gfx stent was inserted into a target lesion in a coronary artery. The stent delivery system was then inflated to 6-8mm to deploy the stent, which resulted in a balloon burst. The target lesion was successfully treated and there was no product complaint. However, the stent delivery system was returned for evaluation, which revealed that the previously inflated balloon catheter had a small lock at the proximal taper. The cause of the leak is unk due to lack of info available from the user facility.